Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report. Typo mistake in product literature.

Manufacturer narrative:
An event regarding a typo in the x3 trident ace prod. Ref. Guide was reported. The event was confirmed. Visual inspection of the reported device was not possible as the product was not returned. However, inspection of another reference guide that was in stock indicated that the table on page 2 was incorrect. The shells 50 mm and less only have 3 screw holes although the table showed that they have 5 screw holes. Conclusions: the event involves a typo in the trident product reference guide (lx3prg). A table in the reference guide indicated that there are 5 screw holes in the size 44 to 50 mm shells when these devices actually have 3 screw holes. There were no adverse consequences to the patient and no delay in surgery time due to the event. Ncr was issued for the identified typo in the trident product reference guide.

Event description:
The hips product manager for stryker (B)(6)., reported that there is a mistake in the trident product reference guide lx3prg. Mr (B)(6) reports that on page 2 of the guide, in the trident hemispherical ha cluster shells table in the bottom right hand corner of the page, shell sizes 44 to 50 mm are shown incorrectly as having 5 screw holes, when in fact they have only 3 screw holes. Mr (B)(6) further reports that only shells 54mm and above have 5 screw holes whereas all shells 50mm and less have 3 holes. Additional information: it was further reported that this pi originated from a surgical procedure carried out by dr (B)(6) at (B)(6) hospital in (B)(6). The (B)(6) year old female patient needed a revision hip. The surgeon opened the cup expecting 5 holes as per the brochure but found it only to have 3. There was no adverse consequence to the patient and the surgery was performed without delay.

Event description:
The hips product manager for stryker (B)(4); reported that there is a mistake in the trident product reference guide lx3prg. Mr (B)(4) reports that on page 2 of the guide, in the trident hemispherical ha cluster shells table in the bottom right hand corner of the page, shell sizes 44 to 50 mm are shown incorrectly as having 5 screw holes, when in fact they have only 3 screw holes. Mr (B)(4) further reports that only shells 54mm and above have 5 screw holes whereas all shells 50mm and less have 3 holes. Additional information: it was further reported that this pi originated from a surgical procedure carried out by dr (B)(6). The (B)(6) year old female patient needed a revision hip. The surgeon opened the cup expecting 5 holes as per the brochure but found it only to have 3. There was no adverse consequence to the patient and the surgery was performed without delay.